Manufacturer narrative:
The pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. The motor may have had an intermittent failure not detected during our testing. The motor was tested outside the device and passed. There was no motion sensor test failure alarm noted. The pump was received with minor scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor position encoder error and motion sensor test failure. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.